Manufacturer narrative:
(B)(4). The explanted device was not returned to manufacturer as it was discarded. Without receipt of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately ten (10) years and seven (7) months, was explanted due to severe aortic insufficiency secondary to torn leaflet. The explanted device was replaced with a 23mm bioprosthetic valve. Patient is noted as hemodynamically stable following valve replacement.